Manufacturer narrative:
Concomitant medical products: product ID :neu_unknown_lead, lot# unknown, product type: lead . Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported therapy problem after cardioversion. The patient with an implantable neurostimulator (ins) for many good years. Since the cardioversion, the system was not working anymore. The lead had high impedance and all kinds of changes of settings had been tried already. No further complications were reported/anticipated.